Event description:
A talent stent graft system was inserted in the patient for treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as severe calcification. It was reported that while the bifurcated stent graft was being advanced the patient's iliac artery ruptured. The stent graft delivery system was removed from the patient. The physician believes the rupture occurred, due to the excessive calcification in the vessel. The physician elected not to treat the patient at this time. The patient has not been treated due to poor anatomy. The device was discarded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results - ruptured vessel. Severe calcification of the vessel. Conclusion - severe calcification of the vessel.